Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set. Customer does not recall any significant events leading to the error, but indicated that the insulin may have leaked into the reservoir. Customer's blood glucose was 27 mg/dl at the time of incident. The customer indicated that she would call back to troubleshoot as she needed to take care of her blood glucose. No further information was provided.